Event description:
An optometrist reported a patient was diagnosed with corneal haze bilaterally approximately 7 weeks post photo refractive keratectomy surgery. Topical steroid dosage was increased to resolve the event, and the patient was asymptomatic. In a f/u, a technician reported the event had resolved. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).